Manufacturer narrative:
Technician replaced etv on hydraulic manifold due to head of bed drifting downward after a short period of time. This resolved the issue.

Event description:
Complaint alleged that head of bed would drift down after a short period of time.